Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device caused a system error. There was no patient involvement.

Manufacturer narrative:
Corrected g4, h6(method, results, conclusion), h10 additional information d10 a review of the device history record for sn 14459192 was performed from date of manufacture 08/21/2015 to the present date 09/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device caused a system error. There was no patient involvement.